Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 323 mg/dl with nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient¿s health care provider had adjusted the basal rate and the bolus settings. The reporter alleged the patient woke up with the pump off throughout the night causing the blood glucose to up to 323 mg/dl. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box showed unexplained power on resets with deliveries resumed. No damage or moisture were found in the battery compartment. The battery cap was not returned. The test battery cap fully attached to the pump and was used to successfully complete 24 hour testing. No power on resets occurred. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.